Manufacturer narrative:
Only di provided as lot number is unknown. The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave® clear, clamp, luer lock where it was reported there was an incident for item bopmc33932 ICU medical microbore tubing and item ime10011865 bd pal filter when used together. Patient had milrinone and epinephrine running through red lumen on ladlpicc (peripherally inserted central catheter). Patient¿s oxygen (o2) started to decrease below goal and r. Flank near-infrared spectroscopy (nirs) was <40. Provider notified, after this registered nurse (rn) increased o2 requirements with no changes in patient¿s vital signs. Rn looked at intravenous (IV) tubing and noticed that the micro-filters leaking. This rn called resource and saq, and provider came to bedside. Micro-filters were removed, and new ones were placed. There was patient involvement, and no patient harm reported.